Event description:
An attempt was made to use a resolute onyx coronary drug eluting stent to treat a moderately calcified lesion. The device was inspected with no issues noted. Negative prep was performed with no issues noted. The lesion was pre-dilated with a 1.5mm balloon which was upsized to a 2.5mm balloon. The device did not pass through a previously deployed stent. It was reported that a non-medtronic device and the resolute onyx stent failed to cross the lesion. The lesion was then further scored with a 2.5 scoring balloon. The patient is alive with no injury.

Manufacturer narrative:
Device evaluation summary: the device was returned for evaluation. A kink was evident on the hypotube and on the transition shaft. The stent was positioned on the balloon between the marker bands as per position specification, but due to proximal stent deformation the stent did not meet visual acceptance specification. Deformation was evident to the proximal stent wraps with struts raised and overlapping. The inner lumen patency was verified with a 0.015 inch mandrel. A protective sheath of similar dimensions to that used during the manufacturing of this batch, could not be placed over the stent due to the deformed stent struts. Deformation evident to the distal tip. The inner lumen patency was verified with a 0.015 inch mandrel. No other damage evident to the remainder of the device. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.